Event description:
It was reported that an (B)(6) 2011 MRI and a (B)(6) 2011 lumbar spine MRI showed some instability at occiput-c1 region and c1-c2 as well as some motion at c7-t1. Spinal stenosis at l2-l3 and l3-4. Bilateral s1 radiculopathy. Also, *¿¿.there is a wire creating stenosis at the proximal level of her fusion at c1-t2 and appears to be in the canal.¿ since 2011 the patient experienced difficulty buttoning shirts; clumsiness in legs, fingers, and arms. Falls. Numbness extending from her belly button to her feet. Diverse pain lower extremities and chronic low back pain. Feeling of being off balance it was reported that on (B)(6) 2012 the patient was admitted to hospital and underwent a preoperative halo application. She was placed in an 8-pin halo. On (B)(6) 2012 the patient presented a preoperative diagnosis of occiput-c1 and c1-c2 bursa with degeneration and underwent surgery that consisted of the removal of luque wires and hardware, c2 through c7, occiput-c2; posterior spinal fusion with legacy instrumentation; and a right posterior iliac crest graft. Per the post-operative report ¿¿dissection was carried down to the level of the occiput c1-2 and onto the instrumentation c2-7. The luque cables were then cut with a wire cutter and the lugue rectangle was removed. It should be noted at the proximal end of the rods, there was noted to be a large bursa with what appeared to be some granulations also on the occiput from rubbing the rod. The fusion was cleaned off and found to be solid. Lateral mass screws were placed into the lateral masses at c3, c4, c5 bilaterally. The rod was threaded up onto the occiput. Occiput plate was then placed and the rod forced through the plate onto the occiput. A separate incision was made over the right posterior iliac crest graft and iliac crest grafts harvested in the usual fashion. ¿¿attentions was turned to the spine¿.the spine was then decorticated from the occiput c1 and c2. L ocal allograft bone was packed from the c2 up onto the occiput supplemented with trinity bone matrix as well as infused bmp¿¿.¿ there were no patient complications noted. On (B)(6) 2012 the patient had an EKG which presented abnormal findings: sinus tachycardia; possible anterior infarct (age undetermined); st and twave abnormality, possible lateral ischemia. On (B)(6) 2012 the patient presented vomiting and had a single view abdominal xr taken which showed ¿non-obstructive bowel gas pattern. No apparent free air although evaluation is limited in supine position; left basilar atelectasis; and bilateral iliac vascular stents, and right lower quadrant staples.¿ a pa and lateral chest xr was taken which showed mild left lung base and upper lung atelectasis and mild cardiomegaly. On (B)(6) 2012 a post op f/u 2v cervical spine radiograph was taken which showed interval extension of the spinal fusion hardware to the occipital bone. On (B)(6) 2012 the patient had an ECG which presented abnormal findings: sinus rhythm with pac; possible infarct (age undetermined); and, per the report, ¿cannot rule out anterior infarct (age undetermined). On (B)(6) 2012 the patient was discharged with halo from the hospital. On (B)(6) 2012 the patient had a post op 3v cervical spine xr taken which showed ¿redemonstration of posterior spinal fixation from the occiput to c5 with transpedicle screws and linking rods. Evidence of c4 to c6 corpectomy and placement of a bone graft. There is an impression of a lucency along the c5 screws, this area was not clearly visualized on priors¿¿ on (B)(6) 2012 the patient reported she was staying at a rehab facility and was working with physical therapy. The patient presented weakness in her arms as well as decreasingarm and neck pain. Per the doctor¿s notes, ap and lateral radiographs of the cervical spine were reviewed and showed stable hardware extending from the occiput-c5 with her fusion in all between occiput-c7. No hardware failure or compression fractures were noted. Per the radiology report, there was also the stable appearance of kyphosis at the c2-c3 level. On (B)(6) 2012 the patient complained that she disliked the halo. Per the doctor¿s notes, multiple plan film views of her cervical spine showed stable hardware extending from occiput to c5 with no indication of failure. She was still staying at the rehab facility. Per the radiology report, ¿redemonstration of status post occiput ¿c5 posterior spinal fusion with instrumentation, without hardware complication; redemonstration of the c5-c7 anterior fusion with bone graft, and stable appearance of kyphosis at c2-c3 level.¿ on (B)(6) 2012 in ER, the patient presented an ill-fitting halo with all 8 pins dislodged from their position and which were applying pressure to various parts of her scalp. She had some superficial lacerations to her scalp and superficial pain. The patient reported having had a mechanical fall the night before where she struck her halo on the left side. Her halo was removed and she was placed in a miami j cervical collar. Later she was converted to a minerva brace which she was to wear at all times. A 3v cervical spine and 2 v lumbar sacral spine radiographs were taken which demonstrated diffuse osteopenia; no changes in the alignment or appearance of spinal fusions hardware and bone graft; stable kyphosis centered at c2-3 level; multilevel degenerative disc disease in the lumbar spine with marked facet degenerative change; mild grade 1 anterolisthesis l2 on l3 and l3 on l4 without interval change; marked disc space narrowing at l4-l5 and l5-s1 with calcified disc versus prior fusion at these levels; and diffuse calcifications with iliac vascular stents. Left upper quadrant tortuous calcifications, likely vascular in nature. There was no evidence of acute fracture. She did not appear to have any neck pain or other hardware complications. On (B)(6) 2012 the patient complained that she did not like the minerva brace. Radiographs were reviewed and showed intact hardware with good alignment. On (B)(6) 2012 the patient complained of tightness in her neck, right greater than left. The tightness extended from the top of her head down into her neck and into her right shoulder. She also reported decreased rotation, extension, and flexion of her neck; occasional weakness in upper extremities; some numbness to bilateral fingers; tingling in all the fingers; neck pain; and low back pain which sometimes radiated down into her bilateral hips. Ap and lateral radiographs of the patients¿ spine were reviewed and demonstrated a posterior spinal fusion extending from the occiput to the level of the c5. There were no changes in alignment or appearance. There was multilevel degenerative disk disease in the lumbar spine with marked facet degenerative changes. Also, per the radiology report on the lumbar spine there was atherosclerotic disease of the abdominal aorta, with bilateral iliac stents; calcified splenic artery in the upper left quadrant; marked loss of disc height at all levels with obliteration of the disc space at l5 and l5-s1. There was mild retrolisthesis of l1 on l2, mild anterolisthesis l3 on l4. Facet arthrosis was present at all levels. The bones were extremely osteopenic. There was mild sacroiliac degenerative change. On the cervical spine there was focal kyphosis at c2-c3 with moderate anterior angulation of c2 with respect to c3. There was solid osseous fusion at c3, c4, and c5. On 09/21/2012 the patient complained of pain in the mid back radiating into the low back; difficulty walking, diffuse bilateral lower extremity pain; and numbness from the chest downward and intermittent bowel incontinence. Ap and lateral radiographs were reviewed and demonstrated stable hardware with good evidence of bony fusion and with regard to the lower back, multilevel degenerative changes in the entire lumbar region. Per the radiology report, there were ¿no appreciable changes¿ from the (B)(6) 2012 study on either the lumbar spine or cervical spine films. On (B)(6) 2013 the patient presented some pain and an audible clicking sound with motion of her neck. A 4v cervical spine xr demonstrated a "new fracture of the right posterior spinal fusion rod, approximately 3.5 cm proximal to the right c3 lateral mass screw. Otherwise, unchanged partial fusion, alignment and postoperative changes of the spine.¿ there was no evidence of screw loosening on the films. On (B)(6) 2013 per a doctor¿s letter, the patient presented reoccurring audible neck clicking when she moved her neck and more freedom to rotate her neck to the right side. She complained of significant neck pain radiating to suboccipital region to the shoulder. The pain was associated with neck movement and an audible clicking of the neck. The pain was described as quite sudden, disruptive, and an electric shock type of pain. The doctor wrote in regard to the noise and pain: ¿¿ related to hardware fracture and likely nonunion.¿ in the doctor¿s assessment and plan it was stated that ¿¿additionally the patient¿s neck at this point has angled forward demonstrating a type of swan neck deformity which is adding to the sheer stress on the rod.¿ on (B)(6) 2013 in a telephone encounter, the patient called to initiate surgery asap. On (B)(6) 2013 the patient had a cervical CT performed which indicated ¿posterior occipital cervical fusion hardware at c3-c5 with a central vertebral bone graft at c4-c7 with associated inter body fusion and fusion of the posterior elements¿..multiple hardware abnormalities including fracture of the right stabilization metallic bar at the skull base occiput, loosening of the bilateral c5 transpedicular screws, fragmentation of the cervical cerclage wire and protrusion of the left c4 and bilateral c5 transpedicular screws into the foramen transversarioum.¿ a 2 v chest xr was taken which demonstrated ill-defined radiodensity within the left superhilar region which could represent superimposed vascular structures versus a pulmonary nodule¿¿ a ap lateral, flexion and extension of the cervical spine was taken which showed ¿stable postsurgical appearance of the cervical spine compared to outside radiographs without evidence of significant instability...¿ an ECG was also conducted which showed normal sinus rhythm; inferior infarct, age undetermined; anterior infarct, age undetermined; - abnormal ECG. On (B)(6) 2013, in a telephone call to the dr.¿s office, the patient reported neuropathy. On (B)(6) 2013, in a pre-op apt, the patient presented neck pain and an audible creaking sound when she moved her neck. She also presented multiple joint deformities due to underlying arthritis. Her chest xr revealed an ill-defined radiodensity in the left suprahilar region. She had a slightly elevated white count at 11.p. Her platelet count was slightly decreased at 140,000. Her EKG revealed non-diagnostic q waves inferiorly. Sinus rhythm was noted with a rate of 60 beats per minute. She was considered ¿to be of acceptable risk¿ for surgery. On (B)(6) 2013 the patient was presented significant clicking noise in herneck as well as neck pain on (B)(6) 2013 the patient presented the preoperative diagnosis of hardware failure status post posterior craniocervical fusion. The patient underwent surgery which included application for a mayfield tong; exploration of previous fusion; removal of previous hardware; redo arthrodesis, occipital ¿c2, c2-c3, c3-c4, bilateral using morselized local bone, morselized allograft. Occipital cervical arthrodesis using structural tricortical rib graft with right rib graft harvest; harvest of right rib structure; and occipital -c6 posterior fixation using mountaineer system. Per the operative report ¿¿.. Thick scar tissue was identified and freed. The previous hardware exposed. It was cleared that the right occipital rod was broken, the hardware was exposed. The hardware was removed in its entirety. I was concerned that if I were to change the rod alone, the screws may have sustained some fatigability and they would be prone to further hardware failure. As such, I have decided to remove the system in its entirety. Using the same hole I inserted new hardware¿similarly the suboccipital plate was removed and replaced¿bone morphogenic protein along with morselized allograft was a lso used to further lay bone graft on the occipital ¿c1, c2, and c3 region bilaterally¿¿ no complications were noted in the surgery. On (B)(6) 2013 a post surgical cervical spine CT was performed which indicated ¿posterior fusions from the occipital skull to c5 is redemonstrated. New screws have been placed into the occipital plate, which are now longer. The midline screws have fractured the internal occipital protuberance. Screw tracks from removal of the previous screws are present. There is a new horizontal stabilization bar at c1. Postsurgical changes in the posterior arch c2 are again seen. Bone graft material has been placed in this area in the interval. There is a new horizontal bar at c4. The lateral mass screws from c3-c5 have been replaced. The right c4 screw now projects into the transverse process, the right c4 and bilateral c5 screw tips project into the neuroforaminal. Retained broken cerclage wires at c5-c6, c6-c7 are redemonstrated. Corpectomy changes from c4-c7 with placement of an interbody strut graft are redemonstrated. There is good osseous union of the graft. The facet joints from c2-c3 to c5-c6 are fused laterally.¿ on (B)(6) 2013 post op a ap and lateral chest xr was conducted which indicated bilateral atelectasis and small bilateral pleural effusions. On (B)(6) 2013 the patient was discharged from hospital (unsigned record). On (B)(6) 2013 a ECG was performed which showed normal sinus rhythm; inferior infarct, age underdetermined ¿ abnormal ECG. On (B)(6) 2013 in a 6 week post op f/u, the patient presented mild neck pain that is muscular in nature. She was given a script for a bone stimulator and told to use for 6 months. She was also told to wear the brace for 6 weeks (until next eval). A 3 v cervical spine xr was taken which showed ¿status post revision fusion of the base of the skull. Appearances are uncomplicated.¿ on (B)(6) 2013 the patient called the doctor¿s office with questions on her bone stimulator. The doctor encouraged her to wear it for a total of 6 months. On (B)(6) 2013 in a 3 mo post op f/u, the patient reported 1 out of 10 neck pain. The doctor reviewed an ap and lateral c-spine xr which confirmed satisfactory hardware replacement and no sign of abnormal motion. Per the radiology report ¿stable postsurgical appearance of the cervical spine and skull base with no obvious abnormal mobility and flexion- extension views.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.